Event description:
A baxter employed nurse from (B)(6) reported an incident of a bacterial peritonitis. On an unreported date in 2010, the patient developed peritonitis. Treatment was not reported. On an unreported date, the patient was transferred to hemodialysis, therefore dianeal therapy was discontinued on an unreported date in 2010. The root cause and outcome of the bacterial peritonitis with culture positive for (B)(6) was unknown. The reporter considered the event of bacterial peritonitis with culture positive for (B)(6) unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4).the devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown, the sample was not requested.a 510(k) number will not be provided in the emdr as the product code and lot number are unknown.